Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and no button error alarm during our testing noted. No moisture damage was found on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had fallen into water over the weekend and drenched the pump. Customer stated that the pump was not functioning now and it just started alarming button error. A replacement was arranged to be sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.